Event description:
On (B)(6) 2013, the patient underwent the surgery with hoffmann 2 and hoffmann 3 to the ankle joint fixation. After surgery, the patient underwent an exam by MRI. According to the patient, sense of discomfort was felt during exam of MRI. Therefore the surgeon is monitoring the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.